Event description:
Paramedics used the device for routine ECG monitoring of a pt. At some point, the service indicator was allegedly displayed and the monitor display went blank. The reporter indicated there were no adverse affects to pt care as a result of the alleged malfunction.